Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the display was broken. It was also noted that the lower case was broken, one side bail cover was broken, the battery contacts were compressed, the keyboard was scratched, and the battery drawer o-ring was missing. (B)(4).

Event description:
It was reported that an external pulse generator (epg) liquid crystal display (lcd) screen was displaying black lines. It was also reported the screen is damaged. It has a "dark swipe thru it". The epg was returned for repair. There was no patient involvement.